Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that the patients lead had migrated. Surgical intervention was undertaken on (B)(6) 2022 where the lead was explanted and replaced. Therapy was restored post op.